Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) alert. Technical services (ts) reviewed the reports and found that the device was depleting prematurely. Ts advised device replacement. The device remains in use. No adverse patient effects were reported.